Event description:
It was reported that the ilet system generated an occlusion alert after a supply change, with blood glucose measured at 200 mg/dl and above target for approximately 30 minutes; troubleshooting identified no visible kinks or leaks, and insulin delivery resumed after a guided supply change using an inset infusion set. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion that resolved only after the supply change, with proper loading and infusion steps confirmed during the walkthrough. It was concluded that the event was attributable to an insulin delivery occlusion that was corrected by replacing supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.